Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly there was a skin defect over the implant housing due to possible movement of the device. The movement of the device has not been confirmed but this was suspected as the implant bed was not drilled deep. The user was re-implanted.

Event description:
On the (B)(6) 2021 there was a swelling and hardening of skin at the implant housing at the reference electrode area. The implant housing was prominent but the skin was still intact over the device and there was no infection present. The user was re-implanted in (B)(6) 2021 and is doing well with the new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Found mechanical damages are attributable to the removal surgery. According to the information received from the field the device was explanted due to swelling and hardening of skin at the implant housing. Reportedly, clinical and surgical factors seem to have induced this event, as the recipient has thin skin and implant housing was prominent on the head, because a proper bone bed could not be drilled due to the recipient's anatomy. Furthermore, the recipient was wearing a headband, which additionally might has contributed to the observed issue. This is a final report.